Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported they had been discussing possibly replacing the stimulator because the stimulator is requiring charging more often. Pt stated they met with mdt rep on tuesday at their follow up after neck surgery (unrelated) to "calibrate" the stimulator. No patient symptoms reported. Additional information was received from the patient. It was reported that patient had replacement. Patient needs a new ID card and current info for new ins. Pt stated he needs an MRI of neck and - lower back -pt verified MRI is unrelated to the ins / therapy. Pt stated he had a surgery done recently on his neck and since that procedure he is having trouble swallowing and breathing.